Manufacturer narrative:
Date of event: unknown. Investigation: 30 loose assembled 10ml syringes were received in a customer bag, reported to be from batch # (B)(4) (p/n (B)(4)). Samples were visually evaluated. The syringes were found to have slightly blurry numeral markings 2ml to 9ml. The markings were fully legible and the condition is not rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause and CAPA not required as no defects were confirmed.

Event description:
It was reported that the numbers on a bd luer-lok¿ syringe in a bulk sterile pharmacy convenience tray were blurred. The products were not used and there was no report of injury or medical interventions.